Event description:
Litigation alleges that the patient suffered pain, popping and elevated metal ion levels. The right hip required revision surgery in which discolored tissue and a pseudotumor were found. The right hip implant inhibited the patients ability to walk and perform physical activities and exacerbated problems with her left hip causing that hip to require replacement prematurely.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain, popping and elevated metal ion levels. The right hip required revision surgery in which discolored tissue and a pseudotumor were found. The right hip implant inhibited the patient's ability to walk and perform physical activities and exacerbated problems with her left hip causing that hip to require replacement prematurely. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.